Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The complaint of bleed back from a groshong catheter is confirmed, but the root cause could not be determined. One video of a single lumen groshong catheter was returned for evaluation. An initial visual observation of the video showed the proximal end of a groshong catheter dripping with abundant blood residues and being held with a gloved hand. The groshong catheter was not observed to be attached to a connector, and the stylet was not present among the device. There were no distinguishing features in the video of the device which could aid in identification of a specific root cause. Possible causes of this failure include excessive blood residues causing the valve to remain open, or potential manufacturing related discrepancies. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the vascular puncture proceeded smoothly, confirming no arterial penetration. However, blood continuously oozed from the catheter tip during catheter advancement, resulting in valve malfunction. No patient injury.